Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's lead had migrated down as confirmed with an x-ray. The patient underwent a lead revision procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively. Nothing was explanted.